Manufacturer narrative:
Facility: university address: shanxi province health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: it is probable that cable failure caused the video function to not function properly causing no image to be displayed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. The event was discovered during cleaning and disinfection. There was no patient involvement.